Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 573 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Bg was treated with intravenous fluids of insulin and saline. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.